Manufacturer narrative:
Device evaluated by the manufacturer. Promus premier ous mr 16 x 4.00mm stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis was performed. Examination revealed that the stent had detached from the delivery system and was returned in an expanded state. The stent was returned in an expanded state with stretched and damaged struts. The stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement. No issues were found with the hypotube shaft. A break was determined at the outer and inner lumen and mid-shaft section. Bumper tip showed signs of distal tip damage with the distal section deformed. The balloon was attached to the delivery system and balloon cones were reviewed. No issues were noted.

Event description:
It was reported that the device detached. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending. A 4.00 x 16 mm promus elite drug-eluting stent was selected for treatment. During unpacking, the balloon dislodged from the shaft. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that the device detached. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending. A 4.00 x 16 mm promus elite drug-eluting stent was selected for treatment. During unpacking, the device dislodged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.